Event description:
Under local anesthesia, surgeon initiated procedure to remove port-a-cath. However, on dissection, could not feel the catheter, resevoir was carefully dissected and no catheter was seen connected to the port or in the vicinity. Cutdown performed in infraclavicular area did not show catheter. Port removed. Appeared that catheter had sheared off before surgery.